Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the femoral plate part and lot number combination. The lot number for the screw was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
During surgery, the screw went completely through the plate and was left in the pt.